Event description:
It was reported that the patient had an inappropriate shock due to supra-ventricular tachycardia. The rate was greater than 240bpm. The sensing vector was set to the primary vector. Technical services discussed some options for the patient. There were no additional adverse patient effects. The system remains implanted.